Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was vomiting. The emergencies were contacted by the patient¿s parent. When a fingerstick was taken by the paramedics the cgm reading was 263 mg/dl, and the blood glucose reading was above 500 mg/dl. The patient was brought to the hospital and was treated with intravenous fluids. At the hospital the patient was diagnosed with diabetic ketoacidosis. The patient received treatment with insulin injections. The patient was discharged after 3 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.